Event description:
Event description guidant received information that the patient with this pacemaker had reduced r wave and impedance measurements since his ablation procedure two days prior. Additionally, stored electrograms indicate an inhibition of pacing due to myopotential oversensing. The physician suspects that the header of the device was malfunctioning.